Manufacturer narrative:
Thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline cut approximately 18 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned detached from the device. Analysis of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Further evaluation of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its denaturation and the contact marks observed on the rotor¿s bearing cup suggest that it was present while the device was supporting the patient. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 80 days post-implant, it was reported that the patient¿s hemolysis parameters had increased; the lactate dehydrogenase levels were greater than 1500 u/l and the estimated pump flow was 11 lpm. The patient was on aspirin and was also started on heparin. The patient''s aortic valve opened 1:1 with each heart beat. It was explained that after implant, the patient had experienced left ventricle remodeling which modified the inflow conduit position. The patient also experienced arrhythmias and unspecified fibrillation symptoms. On (B)(6) 2015, the patient was returned to the or for a pump exchange and was reportedly recovering in the ICU with a normal estimated pump flow of 4.5 lpm.

Manufacturer narrative:
The approximate age of the device is 80 days. The pump was returned for analysis. The evaluation is not complete. The patient remains on lvad support with the replacement pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.